Event description:
Device issue: difficult to deploy, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, difficulty was encountered but deployment was completed. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the clip was observed deployed on the distal end of the device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.